Event description:
Complainant alleged that during a routine shift check by a clinician, smoke was seen from where the device's one step cable connects to the electrode. The complainant indicated that the electrodes were discarded. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.